Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm, defective printing and black spots with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was foreign matter, defective marking and damaged tube with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: damaged tube x1. Defective marking x1. Black spot in tube x1.

Manufacturer narrative:
Initial reporter phone #: unknown a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter, defective marking and damaged tube with a bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tube x1. Defective marking x1. Black spot in tube x1.